Event description:
According to the initial reporter: "gastric access temporary for endoscopy (gate): a proposed algorithm for eus-directed transgastric ercp in gastric bypass patients. A retrospective study to find effectiveness of eus directed transgastric ercp (also called gastric access temporary endoscopy) in patients with roux-en-y gastric bypass. The solus stent was placed at site gastric-gastric access or gastric-jejunal access used to pass the endoscope to promote gradual closure of the access site. The plastic pigtail stents were placed in 7 patients. All 7 cases had plastic pigtail stents exchanged for the lams prior to access tract closure. In 5 of the 7 cases, the access tract was confirmed to have closed completely on its own on follow-up egd, with the plastic stent spontaneously expelled. This file is being created to capture 5 solus stents that migrated."